Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017, and then experienced revision surgical procedure on (B)(6) 2023 approximately 6 years and 10 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants: (B)(6) 02-012-42-2008 - logic pts, size 2, 8mm (B)(6) 208-05-02 - cc distal fem augment sz 2, 5mm (B)(6) 02-010-06-0522 - tru post. Aug. Size 2, 10mm (B)(6) 02-012-60-1416 - tru stem ext 14mm x 160mm (B)(6) 02-010-06-0220 - tru cc femoral size 2 left (B)(6) 208-06-02 - cc distal fem augment sz 2, 10mm (B)(6) 02-012-61-6000 - tru offset stem ext coupler, 6mm these devices are used for treatments, not diagnosis. There is no other information available.